Event description:
It was reported the programmer does not load to interrogate pacemaker screen. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event regarding the load to the interrogate pacemaker screen. It was also noted that the keyboard case hinges were broken and the radiofrequency (rf) head connector and electrocardiogram (ECG) connector were loose.